Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video bronchoscope eb-1570k. In the event reported, the technician noticed around the suction arm, debris found at connection. This was detected in the workshop during inspection. No adverse event was reported with this complaint. The device was evaluated at pentax medical service facility on service order (B)(4) where the defect was found. Suction arm, debris found at connection insertion tube severe crush at stage 1 insertion tube severe discoloration at stage 1 insertion tube severe discoloration at stage 2 distal body chip at channel opening at thinnest part failed wet leak test umbilical cable buckle at umbilical connector side residue on objective lens failed dry leak test insertion tube severe crush at stage 2 # 1 remote control button cover cracked #1 remote control button intermittent function bending rubber pinhole hole in # 4 remote control button cover lightguide connector root brace cut primary operation channel resistance customer complaint confirmed the device was repaired where all defects was remediated and returned to the user on delivery # (B)(4). Parts replaced: o-rings and seals bending rubber distal end assy with tube distal joint screw m1 insertion flexible tube w/segment light guide cable insertion/s-nipple attaching screw o-ring(1.25x3.5) suction connection tube o-ring(1.2x3.5) remote control button(1)pb_free r.c. Button (4) pb-free suction nipple no additional information was provided.

Manufacturer narrative:
(B)(4) if additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.